Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(6) has been listed as high tech laboratory is an OEM manufacturing site. Date of event: the specific date of the incident is unknown. It was reported that it occurred at the, "end of (B)(6)". Therefore, the date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that after blood collection from a patient, a nurse obtained a contaminated needle stick injury from a bd microtainer&#59395;contact-activated lancet because the safety mechanism had not activated. The clinician received post exposure lab work. There were no reported problems with the nurse's health condition.

Manufacturer narrative:
Results: as previously reported, a sample is not available for evaluation. However, the manufacturing site performed a no sample investigation. As previously reported, a review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. The manufacturing site has decided not to undertake corrective actions related to this complaint, however, due to an increasing trend in the number of complaints for failure of the needle to retract, and more frequent and accidental needle sticks, it was determined that bd would issue an official CAPA for (B)(4). In relation to the retraction issue. (B)(4) undertook corrective actions, ref no kdk - 44/2015. The bd CAPA number is (B)(4). Based on the analysis of samples provided by the customer in relation to the previous complaints, it was determined that the main cause of the failure of the needle to retract is too long needle length from the molding of the complete needle. The actions that (B)(4) undertook under kdk - 44/2015 were evaluated as ineffective and (B)(4) initialed new corrective actions under card kdk - 27/2016.